Event description:
Customer reported the panorama central station had lost communication which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the unit and duplicated the problem. Corrections included replacement of the system's ambulatory telepacks and reprogramming. Unit was calibrated and safety tested to factory's specifications.